Event description:
It was reported that there was a malfunction with the pump. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin or multiple daily injections (mdi) as a backup therapy until the replacement arrives.